Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when fired, it stapled but did not cut. The surgeon had to fire again using another reload. The patient then had six staple lines each side of cutline instead of three. The surgeon had to suture around anastomosis as he was not happy with staple formation. Also, on the second or third firing, one of the staples was sticking out and opened. The surgeon had to remove. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 1/13/2017. Batch # (B)(4). The analysis found that one pse60a device was returned with no apparent damage and with seven ecr45b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.